Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up with atrial lead noise. The noise was reproducible with isometrics. The patient does not pace in the right atrium, the device was reprogrammed and the patient would be monitored. The patient was stable.